Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery release, heart block and heart flex cover were contaminated, the battery drawer was broken and the liquid crystal display (lcd) and encoder flex were out of specification. It was also noted that the upper case, lower case, two side bail covers and ring cover were broken, and the two side bails and ring were missing.